Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was sometimes high and sometimes low. The customer reported that the patient had low blood glucose caused by pump twice. The customer had gone to hospital, also receiving bolus reminder. The patient¿s blood glucose at the time of incident was unknown .the patient¿s current blood glucose was 340mg/dl. The customer treated it with insulin pen. The patient had treated it with food. The patient had been experiencing low blood glucose for last month. The customer mentioned high blood glucose. The drive support cap appears normal. The customer was hospitalized on (B)(6) 2017 for low blood glucose of 20mg/dl. The customer was not wearing the pump for less than 48 hour of hospitalization. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.